Event description:
It was reported via literature review that patients with short-necked or juxtarenal abdominal aortic aneurysm (aaa) managed with fenestrated endovascular aneurysm repair (f-evar) between november 2001 and april 2009 were retrospectively reviewed; 100 patients (87 males/13 females) with a median age of 73 years (range, 50-91 years) were treated during the study period; this included 16 patients after previous open surgery or evar. Twenty-five patients had an increase of serum creatinine of more than 30%; one developed acute renal insufficiency requiring dialysis due to simultaneous bilateral rental artery stent occlusion 9 months postoperatively during a summer holiday. This might have been explained by dehydration during physical activity in the heat. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated based on date of publication. Date of implant estimated based on date of publication. (B)(4). The customer reported the stents remain in the patient. A follow-up report will be submitted with all additional relevant information. The jostent is currently not commercially available in the us. The product code listed and the PMA/510k# listed is based on the predicate device and is therefore similar to a device sold in the us. The additional jostent referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse event as listed in the jostent peripheral stent system instructions for use (IFU). It should be noted the jostent peripheral stent system IFU states: use standard techniques for placement of an appropriately sized sheath. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4).